Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that a review of the daily measurements from this atrial lead noted impedance measurements greater than 2500 ohms since (B)(6) of 2010. Therefore, a revision procedure was performed and the lead was removed from service. No adverse patient effects were reported.